Manufacturer narrative:
(B)(4). Batch # m54d62. Additional information was requested and the following was obtained: were the staples malformed? Some were. Was the stomach on the patient side bleeding? Only on first firing if yes: how much bleeding? Not a whole bunch. How was the bleeding controlled? Clip applied. Was a blood transfusion required? No. Photographic analysis: based on the photographic evidence, the event description can be confirmed. Unfortunately there is not enough evidence in the photograph to determine root cause. The analysis found that one plee60a device was returned in good visual condition and with two cartridge reloads present. Cartridge (B)(4) was received fully fired and in good visual conditions. Cartridge(B)(4) was received fully fired and in good visual conditions. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. Please ensure that the tissue lies flat and is positioned properly between the jaws. Any bunching of tissue along the reload, particularly in the crotch of the jaws, may result in an incomplete staple line. No cutting issues were noted during functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a gastric sleeve procedure, doctor fired first firing with a green reload. Tissue wasn't overly thick. The part of the stomach that is removed was bleeding and looked "bunched" and like some staples may not have formed correctly. Case completed with same device new reload. There were no patient consequences reported.